Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing high impedances due to ineffective therapy on the cervical leads as well. As such surgical intervention took place on (B)(6) 2024, wherein both the cervical leads were explanted and replaced. Therapy was restored following the procedure.